Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - distal end cap cover -- - insulation < threshold - light guide rod lens (1x) --- cracked: - bending section rubber glue --- separated and discolored - control unit --- friction plate deteriorated - key top 1 --- scratch - universal cord --- buckles: - bending tube --- angle return - biopsy channel --- wear and tear - switch box unit --- scratched. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The device has been returned but the evaluation is not yet begun. Supplemental report(s) will be submitted when any relevant new information is available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results conform to the target levels established by the french regulation of july 4, 2016 with a number of revivable microorganisms being less than 1 cfu/endoscope and less than 1 cfu/100 ml.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel and auxiliary channel. Detergent is not used. During manual cleaning detergent used is salvanios premium. Disinfection is not performed. Brushing is performed for the operating channel/suction channel, suction cylinder, suction piston, instrument channel port, and distal end/areas around the elevator. Brushes used are lta medical serial number 7632, 125 vytil, nova clean j-kedb-230-06. Disinfecting is not performed for manual cleaning. Automatic endoscopy reprocessor (aer) device is soluscope series 4, 24578. Detergent used with it is soluscope cln and disinfectant used is soluscope paa. The device is stored as300 drying storage cabinet. Maintenance of the device is by olympus.